Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchek inrange meter with serial number (B)(4) compared to a stago laboratory method. The meter result was reported to the medical personnel treating the patient. The laboratory result was 3.63 inr. The meter result was 4.8 inr. The interval of testing was less than 3 hours. The patient's therapeutic range is 3.5-4.5 inr.

Manufacturer narrative:
The test strips are not available investigation. If a product is returned in the future, a follow-up report will be submitted.  On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection.  Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  Section e3 - occupation: patient/consumer h3 other text : na.